Event description:
It was reported that the device was used during a lap cholecystectomy procedure. The staples were not forming properly. Another device was used to completed the case with no pt consequence.